Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging a cracked display issue with a one touch ultrasmart meter. The patient indicated that the alleged issue started on (B)(6), 2010, at an unspecified time after she had dropped the meter. Due to the alleged issue, the patient claimed that she was unable use the device to check her blood glucose. Fifteen to twenty minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness and lightheadedness. Also, due to the alleged issue, the patient claimed that she had to go to an emergency room (ER). Her blood glucose was reportedly tested on an ER/hospital meter and a result of "20 mg/dl" was obtained. The patient claimed that she was also treated with IV glucose. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hypoglycemia and was treated with IV glucose after the alleged issue began.